Event description:
It was reported that the device was explanted due to a pocket infection and the ra and rv leads were extracted in the process. The pocket was treated with antibiotic solution and the pocket was closed after achieving hemostasis. The pacemaker dependent patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.